Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer that the insulin pump was not working for its not pushing the insulin out. The customer was treated for the high blood glucose with syringes and manual shots. The insulin pump will be returned for analysis.